Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the scope detection slide did not work due to faulty scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation found cosmetic wear and tear, and the lamp life was over 500 hours. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, xenon light source, to olympus with no complaint reported by the user. Inspection and testing found the scope socket was faulty. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.